Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with heavy calcification and acute bifurcation. The first 6.0x150 mm supera self expanding stent system (sess) was advanced over a command 014 guide wire to the target lesion without issue. The stent was deployed successfully. A dissection was noted distal to the stent implant and it was assumed it was caused by a non-abbott balloon catheter prior to the supera stent. The physician decided to treat the dissection; however, the physician anticipated having difficulty removing the supera delivery system from the guide wire and did not want to lose vessel access, so he left the supera delivery system in place and removed the command 014 guide wire from the supera delivery system without issue. The physician attempted to backload a command 018 guide wire, but the guide wire could not be inserted into the supera delivery system. The command 018 guide wire was exchanged to a steelcore guide wire but had the same issue. Therefore, the supera delivery system was withdrawn. A new steelcore guide wire was advanced and placed successfully, and a second 6.0x150 mm supera stent was then used to treat the dissection without issue. A third supera was advanced to treat the rest of the lesion and was placed proximal to the first stent. The third supera stent was deployed successfully. However, when attempting to remove the supera, the system was stuck with the steelcore guide wire and could not be removed. Both units had to be removed together. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy and acute bifurcation and/or a coagulation of blood/contrast in the guide wire lumen resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number were not provided. The 3rd supera stent is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of blood/contrast in the guide wire lumen in addition to the noted bent core in the tip coil area resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: investigation code 4115 was removed d9: updated from no to yes. H10: addtl mfg narrative.